Event description:
Caller reported pump is in run mode; no button responds. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).